Event description:
At about 5 month after the primary surgery, the patient came in reporting instability due to laxity and the cause of the laxity is unknown. The surgeon revised the femur and insert and the surgery was completed successfully.

Manufacturer narrative:
Batch review performed on (B)(6) 2022. Lot 2010142: (B)(4) items manufactured and released on (B)(6) 2020. Expiration date: 2025-10-20. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review. Other device involved: batch review performed on (B)(6) 2022. Gmk-sphere 02.12.0023l femoral component sphere cemented size 3+ l (k140826) lot 2013245: (B)(4) items manufactured and released on (B)(6) 2021. Expiration date: 2026-02-04. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.